Manufacturer narrative:
It was reported that the device was disposed of at the transplanting center. The device was not available for evaluation and no log files were provided. Based on the manufacturer's complaint history and similarly reported events, elevations in lactate dehydrogenase (ldh) coupled with increased pump power and flow could be indicative of potential device thrombosis; however a specific cause for the changes in pump parameters and elevated ldh could not be conclusively determined without a full evaluation of the device. Device thrombosis and hemolysis are listed in the instructions for use as potential adverse events that may be associated with the use of the heartmate ii left ventricular assist system. A review of the device history records revealed no deviations from manufacturing or quality assurance specifications. The manufacturer is closing the file on this event.

Manufacturer narrative:
Device unique identifier (UDI) # (B)(4). Approximate age of device ¿ 8 months. The device is expected to be returned for evaluation. It has not yet been received. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device. It was reported that the patient had an elevated lactate dehydrogenase (ldh) level in the 600 u/l range. The patient was admitted. The patient's peak ldh level was 887 u/l, and the lvad system produced high flow and high power. The patient was placed on a heparin infusion, persantine, and full dose aspirin. The patient was upgraded on the transplant list, and placed on bivalirudin. The patient received a heart transplant on (B)(6) 2016. It was noted that the patient's inr up until the start of the events was therapeutic. No additional information was reported.